Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump was received with missing segments, due to cracked lcd glass. Unable to perform occlusion test and no delivery test, due to missing segments. Insulin pump passed self test an no audio tone or beep anomaly noted. Insulin pump had minor scratches on lcd window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump buttons were not responsive and half of the screen went blank, after it fell on the floor. It was also stated there was no audible beeping. The customer was advised to discontinue use and revert to a back-up plan. Her blood glucose was not known. Nothing further was reported.